Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 11/15/24 an ilet user reported they experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024. On (B)(6) 2024 while wearing the ilet system, the user experienced an event requiring hospitalization. The user reported that they had been pausing the pump frequently due to suspected overdosing of insulin, potentially caused by a maladjusted algorithm. The user experienced a severe hypoglycemic event while asleep, leading to unconsciousness and a seizure. Emergency medical services (ems) were called, and the user was admitted to the hospital. The user's clinical diabetes specialist (cds) recommended the ilet be replaced. Multiple further attempts by beta bionics customer care to contact the user to obtain additional event information have been unsuccessful.